Event description:
Reporter stated that her husband applied the patches, and after feeling some discomfort after 2 1/2 hours of use, she removed the patches. She stated that both patches pulled skin off her hips and due to the pain, she went to a doctor. The doctor treated her and applied silvedine and prescribed keflex prophylactically and also advised her to check back with him. Doctor's diagnosis of 2nd degree burns with superficial erosion on l gluteal and possible erosion on r side is compatible with her description and photos that she sent. Most things in about a week and she is doing daily dressings on l side while healing continues. Photos and description by user indicate that most likely cause was pulling of skin by adhesive when patches were removed. Raw skin areas are very discrete and there is no indication of blistering.